Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's fan, leaky pump, cpu chips and reseating the cables. Unit was safety tested to factory's specifications.